Event description:
Baxter personnel reported to product surveillance that an intermate had a ruptured reservoir. This condition has the potential to interrupt therapy. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received by baxter. Visual inspection of the sample noted a ruptured bladder in a footing position. The reported problem was confirmed. The root cause of the reported condition was determined to be a manufacturing defect. No repairs were performed as this is a single use device and will discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue is being investigated through CAPA.